Event description:
The manufacturer received info from a third party service center alleging a ventilator failed to power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation. The device's system board was replacement to address the issue.